Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses. On (B)(6) 2010, a follow-up CT showed a type 2 endoleak. A follow-up exam showed that the type 2 endoleak persisted with no evidence of aneurysm enlargement (aneurysm decreased in size from 65 mm to 63 mm). On 09/16/2011, the pt underwent coil embolization to repair the persistent type 2 endoleak reportedly originating from a bronchial artery. The type 2 endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).